Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 12-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a hemorrhagic stroke during impella support. Only purge heparin was being administered at the time of the noted stroke. The patient was noted to have stabilized following the stroke and support continued with the implanted pump.

Manufacturer narrative:
The investigation into the stroke/cva has been completed. The device was not returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.